Manufacturer narrative:
(B)(4).

Event description:
Update jun 26, 2017: legal medical records received. In addition to what was previously litigated, pfs alleges stiffness and difficulty walking and other physical activities. After review of medical records for MDR reportability it was reported that the patient underwent a right arthrotomy for evacuation of the septic arthritis on (B)(6) 2014. There was gross purulent material noted but the hip was stable. There was no report of revision. Cobalt and chromium levels are below 7ug/l. Added laboratory findings and updated the product information. This complaint was updated on: jul 3, 2017.

Manufacturer narrative:
Litigation alleges patient suffers from corrosion and friction wear, causing metal ions to be released into patient's bloodstream, pain, discomfort and inflammation. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges patient suffers from corrosion and friction wear, causing metal ions to be released into patient's bloodstream, pain, discomfort and inflammation.